Event description:
The physician reported oversensing within episodes stored within the associated ICD memory that were dated as (B)(6) 2013. This oversensing was interpreted by the device as ventricular fibrillation, which led to inappropriate shock. It was also indicated that the svc coil impedance was >3000ohms. The physician changed the rv sensibility from 0.4mv to 0.6 mv and deactivated the svc coil. During the subsequent follow-up no noise episodes were detected.